Manufacturer narrative:
No product was returned for evaluation. Review of the device history record was not possible as the lot number was unavailable. Based on the information received, the cause for the bleeding could not be conclusively determined. The angio-seal device instruction for use (IFU) states that bleeding or hematoma at the puncture site is a possible risk or situation that may be associated with the use of the device or vascular access procedures. If this should occur, the IFU instruct the user to apply digital or manual pressure to the puncture site. If necessary, monitor pedal pulses.

Event description:
It was reported following a percutaneous diagnostic procedure, a 6f angio-seal vip was deployed. After the bandage was applied, staff noticed a trickle of blood. The bandage was removed and the site was checked. The patient was developing a hematoma. Manual compression was applied and held for 15 minutes followed by application of a femostop. The patient was transferred to the recovery area where the femostop remained on at 20mmgh for 2 hours. Hemostasis was achieved and maintained. The physician wrote orders to transfuse with 6 units of platelets and leave the femostop on the 6 hours. The patient recovered.